Event description:
It was reported that this implantable cardioverter defibrillator (ICD) was programmed off due to this patient being in hospice. This patient passed away approximately four months later. Technical services (ts) reviewed a previous episode from approximately four months prior to therapy being programmed off in which very fast noise on both the right ventricular (rv) and shock channels was observed. Ts noted this was possible electromagnetic interference (emi).

Manufacturer narrative:
If pertinent information is provided in the future, a supplemental report will be submitted.